Event description:
It was reported that an alarm was heard but telemetry was not yet performed. The doctor stated that the pt was due for refill on (B)(6) 2011 and did not call to make an appointment. Based on their calculations, the pt had an empty pump for two days and they heard it audibly alarming. The pt's managing physician was out of the country and other physicians were contacted to fill the pump. The pt was admitted and emergency card was sent to the physician. The next day, it was reported that the pt was not showing any signs of withdrawal and was started on oral baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).